Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized. The cause of the event was unknown. On unreported date(s), the patient was treated with vancomycin injection 1 gram intraperitoneally (frequency and duration not reported) and amikacin injection 1 gram intraperitoneally (frequency and duration not reported) for the peritonitis. After six days of hospitalization, the patient was discharged. Dianeal and extraneal therapies were ongoing. The patient was recovering from the peritonitis. No additional information is available.